Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9106857. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was submitted for evaluation and testing. No abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. Unfortunately based on our testing results, the root cause for this complaint could not be determined at the conclusion of our review. H3 other text : see h.10

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found experiencing leakage during use. The following has been provided by the initial reporter: during intravenous infusion, the blood was dripped from the plastic tube of the indwelling needle after placing the blood vessel in the indwelling needle, and accidentally touching the wounded skin of the hand. Risk of infection.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found experiencing leakage during use. The following has been provided by the initial reporter: during intravenous infusion, the blood was dripped from the plastic tube of the indwelling needle after placing the blood vessel in the indwelling needle, and accidentally touching the wounded skin of the hand. Risk of infection.